Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a bowel resection procedure, there was an increase bleeding in the staple line. The surgeon oversew the anastomosis to resolve the issue and complete the procedure.